Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch and partial unlocked keypad connector during visual inspection. The device was unable to perform all functional testing including the displacement, operating currents, a 21 error test, rewind, basic occlusion, occlusion, prime test, a33 and excessive no delivery test or verify over delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they contacted their healthcare professional due to low blood glucose 3 months ago. The customer stated the pump was over delivering insulin. The customer had unknown blood glucose values at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported slow responding buttons on their pump. The insulin pump will not be returned for analysis.